Event description:
It was reported when using bd vacutainer® sst¿ blood collection tubes specimen via pneumatic tube system, one tube leaked from the bottom of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® sst¿ blood collection tubes specimen via pneumatic tube system, one tube leaked from the bottom of the tube. There was no health impact or consequences reported

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The device history record (DHR) could not be evaluated for the unknown lot number for the broken/leaking defect. This complaint has not been confirmed for broken/leaking for lot # unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.